Event description:
It was reported that the 9800 system boots to interlocks open error message and the vertical column does not function. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator. System functions as intended.